Event description:
During the procedure, the bovie tip ignited in the operating room, burning the coating on the tip of the pencil. The bovie was set on 60 coag, 60 cut. The bovie was being used for coagulation of tissue at the time of the occurrence. The bovie tip, pencil and unit were removed and biomed was notified. The unit was a valleylab force triad lot# 109172 and the bovie pencil was medline oncology pk reorder no: (B)(4), expiration date 11/30/2015, lot: 14vb4788. No injury occurred to the pt. The vlft lot# 109172 machine was checked by biomed and was found to be okay, no problems detected. No issues were noted. Returned to service. The bovie pencil and tip that ignited were taken out of service.